Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. To aid in extraction, the physician used a spectranetics 14f glidelight laser sheath and a spectranetics visisheath dilator sheath. The day after the procedure, the patient developed an embolism, suffered a stroke, and expired. The rep was not at the case; attempts to obtain additional information have not been successful. This report captures the glidelight device being used in the procedure and may have caused or contributed to the embolism, resulting in patient death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Patient's weight unk. Patient's ethnicity/race unk. Other relevant history unk. Device lot and expiration unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk. Embolism and stroke are a known risk of complication with use of the glidelight device.